Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and redirected the ac line cord back to the track and then the problem is solved. The device had passed all the functional tests according to the factory specifications. The device was returned to the customer and cleared for the clinical use.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units ac power cord is stuck inside. There was no patient involvement.